Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the right ventricular lead exhibited high impedance, loss of capture, loss of sensing, and the helix would not extend. The lead was not used and a new lead was implanted. The patient was stable post procedure.